Manufacturer narrative:
(B)(4). Information was not provided by the contact. Additional information: was the surgeon and o.r. Staff thoroughly in-serviced on the steps of use prior to the use of the ntlc? Yes. Was the sales rep present during the surgeons first few cases to insure the instrument was used in accordance with the IFU? Yes. Was the rep present for this case? Yes. Was the cartridge loaded with the retaining cap on? Yes. Was there an attempt to load the cartridge proximal end first (like en endocutter)? No. Did anyone move the firing knob to the left or right after loading the device but before firing? No. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any of the forces higher or lower than expected (closing, or opening)? No. Was there any difficulty removing the device from the tissue? No. During the operation, what was the appearance of the staple line (intact, malformed staple, etc)? Can't check the staples from patient side because surgeon did the side-to-side anastomosis. Just found that there was a tissue didn't cut through near the marker "2.5":-"5.5." So surgeon concerned about whether the staple is properly formed or not. What were the quality and/or thickness of the tissue in the area where the device was fired? (Friable, thin, regular, thick, etc.)? Normal. Was a leak test completed? Didn't perform the leak test. Did the surgeon wait 15 seconds after clamping and prior to firing for optimal compression? Yes. If the device locked out, did it lock out on tissue or prior to use on tissue? Didn't lock out. Was there an inspection of the staple line on both sides of the tissue (i.e., anterior / posterior)? If yes, what did it show? No. Was the firing to close an ostomy? If so, which firing no. Is a pathology specimen and/or report available? No. Was another stapling device involved? (I.e., cdh, tl, tx, etc.) No. What were the patient's pre-op diagnosis and/or pre-existing conditions that could have impacted the patient's health/surgical outcome? No. How long has the surgeon been using this device for this procedure? For at least 5 times. What predicate device was used by the surgeon? No. Was there a recent conversion to ees devices in this account or with this surgeon? Yes. Where was the location of the malformed staples distal, proximal or in the middle of the staple line? Possibly middle to distal. Where the malformed staples on the line closest to the cut line or in all of the rows? All of the rows. The analysis found that one device was returned in good visual condition and with a fully fired cartridge reload loaded on the device. In addition another cartridge was received fully fired and locked. The device was tested for functionality with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The event described could not be confirmed as the device performed without any difficulties noted. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a lap right hemicolectomy procedure the newly opened device was used. There were two firings used during the procedure and the surgeon selected gold reload for each firing. The doctor used "approximate suture" technique to enable the ascending colon and transverse colon place together for a better "side-side anastomosis" firing. Surgeon also waited for 15 seconds before firing. However, after the 1st firing, a side to side anastomosis, the surgeon found that a tissue strap was found in the proximal side near the "arrow" mark. No unexpected noises and forces during the firings. He then used scissors to cut the tissue strap. He then applied the second firing for transecting the colon. When the device was fired, the surgeon felt it stick at around marker "2". He tried several times and finally could pass the distal end. Staples were found malformed and legs were not closed nicely. Bleeding was noticed at the area and the staple line. He then used sutures to stop the bleeding and also along the staple line for secure purpose.